Event description:
It was reported that the patient presented to the hospital with loss of consciousness. Clinical evaluation showed four episodes of asystole. Testing of the lead showed no abnormal values and the trends were stable. The physician elected to explant and replace the atrial lead on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.